Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump had cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 248 mg/dl. The customer stated that there was moisture behind the screen. The customer reported fluid under the lcd display. The customer stated that the pump was submerged in the pool for approximately 3 minutes. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.